Event description:
A customer reported a malfunction on their insulin pump, citing at least three occurrences of the same issue, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.